Event description:
It was reported that the battery remaining in this device has decreased to 7% remaining with a little over five years of implant time. The device remains implanted, however technical services recommended to explant within 21 days of an elective replacement indicator. There were no adverse patient effects.